Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (intermittent power) issue. The patient tried using a new battery cap on the pump, but there was reportedly no improvement in the alleged power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history revealed several power on resets. No damage was found to the returned battery cap or the battery compartment. The battery cap was found to secure tightly to the pump with no visible yellow o-ring. A battery cap function test was performed with no battery cap connection defects. The battery cap met all required specifications. A 24 hour basal program with the basal rate set to 1 unit per hour was executed and no power issues were noted. The pump cover was removed and no damage or moisture was found to the power circuit. The reported complaint was confirmed in history but not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.